Manufacturer narrative:
According to the information received from our field service engineer (fse), air gas module of the ventilator was found contaminated with water. Customer did not request service and contacted third party for repair. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that there was water in the ventilator's air gas module. There was no patient harm. Manufacturer's ref #: (B)(4).